Manufacturer narrative:
FDA device problem code(s): 1354, FDA patient problem code(s): 2199. Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes stopper pops out of the tube during use. The following information was provided by the initial reporter: the customer stated "after centrifuge, the customer reported that the top popped off and serum went on customer's hands and clothing." No blood exposure reported.